Event description:
Surgeon was ready to close the patient after implanting device, but then noticed that the eo verification label on the product did not look green. Surgery was delayed 45 minutes while waiting for verification of the eo strip color. It was confirmed that eo sterilization was processed and acceptable. Surgery was completed. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
The information provided herein is in response to FDA letter dated (B)(4), 2010 with the referenced number 2242816-2009-00096, sent by (B)(4). Your evaluation of this event indicated the labeling was difficult to understand. Please provide a copy of the labeling and specify which sections prompted your conclusion. In addition, please indicate if any action has been taken to update the labeling. It has been identified that batches of sterile implantable stimulators manufactured with eto indicator 3m lot no. (B)(4) were distributed with an indicator color in a less common green than expected. Prior to sterilization, the indicator color is red, where the red varies from a burgundy red to a brownish red. Upon processing, the indicator color turns green. The green for the batches in question can vary from a forest green to a brownish (swamp) green. An investigation was conducted and the results indicate that units manufactured having eo indicator 3m lot no. (B)(4) were in fact sterile units properly released as per established procedures. This determination is based on discussions with the supplier and sterility tests conducted on the batches in question. The supplier has addressed the color variation and the change has become available in newer batches of the indicator.